Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the burr seized on the rotawire. Vascular access was via contralateral approach. The target lesion was located in the tibial artery. A 1.50mm peripheral rotalink plus and a rotawire were selected for use. During procedure, it was noted that the rotaburr seized on the rotawire and the physician could not advance the burr. The devices were removed from the patient's body and the procedure was completed with balloon angioplasty. No patient complications were reported.

Event description:
It was reported that the burr seized on the rotawire. Vascular access was via contralateral approach. The target lesion was located in the tibial artery. A 1.50mm peripheral rotalink plus and a rotawire were selected for use. During procedure, it was noted that the rotaburr seized on the rotawire and the physician could not advance the burr. The devices were removed from the patient's body and the procedure was completed with balloon angioplasty. No patient complications were reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by MFR: the device was returned for evaluation. The returned complaint device consisted of a rotablator plus device and wire for related complaint inside the device. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual and microscopic examination revealed no damages. The wire was able to be removed with resistance at kinks. The wire was able to be reinserted but resistance at kinks. Inspection of the remainder of the device presented no other damage or irregularities.